Event description:
The account states that a patient sample processed using the architect afp assay generated a falsely elevated result of 93.73 ng/ml compared to a repeat test that yielded a result of 3.02 ng/ml. No adverse outcomes were reported related to this issue.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.